Manufacturer narrative:
Safety assessed the event as possibly related to the device and not related to the anti platelets. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated death as cardiac. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx stent was implanted into the rca. Approx three months post index procedure, the patient died suddenly. The death was classified as sudden cardiac death. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as not related to the device but possibly related to anti-platelet medication.